Event description:
It was reported that (1) atg45 was used during a thoracoscopy procedure. It was reported by the rep that using the atg45, the device stapled but did not cut. It was replaced and the procedure was completed. There was no consequence to pt.